Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. Noise was also reproducible with arm movement and pocket manipulation. The ra lead was capped and replaced on (B)(6) 2026. The patient remained stable before, during and after the procedure.

Manufacturer narrative:
Device manufacture date and expiration date cannot be provided as it was unavailable.